Manufacturer narrative:
(B)(4).

Event description:
On 17jan2017, the patient (pt) reported he/she was diagnosed with a corneal ulcer years ago while wearing "our lenses". On 18 jan2017, the pt reported the following information: the pt reported he/she was diagnosed with a corneal ulcer od in 2010 or 2011 while wearing acuvue oasys contact lenses. The pt reported he/she inserted a lens and wore it about 8 hours before removing it that night. The pt reported the next morning his/her eye was itchy and aggravated. The pt reported he/she used eye drops but his/her eye got worse and went to the emergency room (ER). The pt reported the doctor told him/her this was the "worst eye trauma" he/she has ever seen with a pt who did not have a physical injury. The pt reported the ER numbed his/her eye and gave him/her pain medication. The pt reported he/she was sent to his/her eye care provider (ecp) and diagnosed with a corneal ulcer. The pt reported he/she was prescribed antibiotics but did not have the name or frequency. The pt reported he/she has a scar and had poor vision for a while. The pt reported he/she had cloudy vision and could see a "spot" on his/her eye. The pt reported he/she was told he/she might need a cornea transplant if the eye did not heal. The pt reported he/she was seen for multiple follow up visits. The pt reported he/she discontinued lens wear for a while and was able to resume wearing acuvue oasys contact lenses. The pt reported he/she wears contact lenses about 2 months. The pt reported he/she used to sleep in lenses, but now takes them out every night. The pt reported he/she discarded the lot number and suspect lenses. On 19jan2017, the pt¿s eye care provider reported they did not have any notes in the pt¿s chart indicating the pt was treated for a corneal ulcer at their office. On 26jan2017, the following additional medical information was received: summary of medical records hospital emergency room: date of visit: (B)(6) 2011. Eye trauma/problems. Age: (B)(6). Chief complaint: eye pain right eye. Onset duration: yesterday morning.. Associate symptoms: right eye: pain, burning, sensitivity to light, irritating, blurred vision. Contact lenses. Physical exam. Eyelids ¿ normal inspection and everted for exam. Conjunctiva and sclera ¿ injected od. Corneas - examined with fluorescein od, abrasion od. Fluorescein dye uptake od. Eom¿s - intact and pupils: perrl. Anterior chambers -normal inspection. Posterior segments ¿ normal fundoscopic. Emergency physician record, right eye, a = abrasion and d = dye uptake (fluoroscein), progress sodium sulamyd 100%, lortab 7.5. Clinical impression - corneal abrasion right eye. Summary of medical records hospital emergency room: date of visit: (B)(6) 2011. Eye trauma/problems. Age: (B)(6). Chief complaint: eye pain right eye, onset: 2 days ago, pt states symptoms started. States fell asleep with contacts in and woke up with pain in right eye, seen in ER yesterday and diagnosed with corneal abrasion. States vision is cloudy, unable to see well, sees flashes of lights, right eye. Pain 10/10. Physical exam. Visual acuity: no globe trauma. Eyelids: normal inspection. Everted for exam. Conjunctiva and sclera: injected right. Corneas: abrasion right. Fluorescein dye uptake right. Eoms : intact. Pupils: perrl. Anterior chambers: normal inspection. Emergency physician record, right eye. ¿abrasion covering most of pupil¿, injected sclera. Progress continued antibiotic gtts, eye patch placed/ice pack, rx for lortab prn, naproxen 500 bid, f/u pcp or ER if symptoms persist in am. Clinical impression: abrasion right eye. Emergency room note: date (B)(6) 2011, chief complaint: exacerbation of right eye pain. History of present illness: the patient is a (B)(6) caucasian male who reports ongoing treatment for right eye corneal abrasion that began the week of (b)() 2011. The pt has actually had 3 visits here in the emergency department, initially on (B)(6) 2011, where he was evaluated for low back pain, treated for that, and discharged home on a prescription for prednisone. The pt was evaluated on (B)(6) 2011 by a physician for a corneal abrasion. The pt was placed on sulfacetamide sodium solution and given a prescription for lortab. The pt returned on (B)(6) 2011 for evaluation and treatment of corneal abrasion. The pt was again treated and discharged to home with prescriptions for lortab and naproxen. The pt was switched from sulfa medication to gatifloxacin by a treating physician whom the pt has followed up with on a daily basis since then. According to the pt, he was initially blind in the right eye but now can see opaquely through the eye but now can see opaquely through the eye ¿like through a frosted glass window.¿ he states the pain has been stable up until yesterday after his evaluation with a treating physician when they attempted to do glaucoma testing to measure his pressures. He states his pain was exacerbated then but then he started developing some upper respiratory infection symptoms. The pt states that he awoke this morning, and his right eye had increased pain. The pt subsequently presented here for evaluation. The pt reports no discharge from the eye. He denies any fevers, chills, or sweats. He denies previous corneal abrasions. He has undergone tear duct surgery at the age of 4 or 5 years old. He states he was going well prior to then. He was utilizing eyeglasses since. He denies any nausea. The treating physician currently has him on the gatifloxacin as well as pred forte. The pt denies any other complaints aside from problems with vision in the right eye as well as pain. Past surgical history: tear duct surgery, bilateral eyes, as a child. Medications: valium, hydrocodone, tramadol, naproxen, gatifloxacin, pred forte. Physical examination: general: the pt was examined by myself (physician) as well as another physician. The pt is an alert, oriented, and cooperative caucasian male who is in mild to moderate distress, hold his right eye stating that it is sensitive to light. Pupils are equal and reactive to light. He does have injection of the sclerae noted with an obvious 4-mm lesion that does not appear to be ulceration through the cornea in the inferomedial aspect. The pt has positive response to light to the side. Extra ocular movements are intact. There is mild edema of the surrounding eye tissues also without noted erythema. Hospital course: the pt was evaluated by myself (physician) subsequently (physician) by my request. I subsequently prescribed the pt hydrocodone tablets. He will continue the pred forte and antibiotic as prescribed by physician. The pt tentatively has an appointment scheduled with the treating physician for tuesday but may return here on an as-needed basis. Assessment: right corneal abrasion. Plan: the pt was given information on corneal ulcerations but understands he does not have one at this time. He is not to continue contact wear during on going treatment, so that it does not progress further to an ulceration. He will continue with the antibiotics as prescribed, as well the pred forte. The pt was in stable condition at time of discharge. He was subsequently discharged to home. This event is being reported as a worst case. The lot number of the suspect product is unknown and the suspect product is unavailable for return. No additional investigation can be conducted. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.